Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. A gradual rise in pacing threshold measurements was also observed on the rv channel. A revision procedure will be scheduled; however, the rv lead remains in service at this time. No adverse patient effects were reported.